Event description:
It was reported that a patient using the ilet experienced multiple overnight low glucose events while not announcing meals and self-correcting lows with excessive carbohydrates, which were followed by rebound highs and subsequent additional lows; the device issued low and urgent low alerts, and the patient was advised not to adjust settings and to seek education from a healthcare professional or trainer. Symptoms included a reported low glucose nadir around 70¿80 mg/dl with transient hypoglycemia lasting approximately 5¿10 minutes and the patient feeling okay without loss of consciousness. Outcomes included no medical intervention, no assistance required, and no hospitalization. Investigation included review of user-reported logs and counseling on appropriate use and meal announcement. Investigation of this case revealed user-related use error associated with missed meal announcements and overcorrection behavior, with device alerts functioning as designed and no device malfunction identified. It was concluded, based on established findings for similar reports, that the cause was user technique, including missed meal announcements and inappropriate hypoglycemia treatment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.